Manufacturer narrative:
Intermittent motor error alarm during rewind due to motor oil on motor home switch noted. Compromised force sensor system alarmed during basic occlusion test due to loose protruded drive support disk noted. Missing drive support cap sticker, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, missing end cap sticker and loose peeling keypad overlay.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was 166 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.